Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2014-23254. The paint has 2 leads (from the same lot) implanted as part of her pns (off-label use) system. It was reported the pt experienced pain at the ipg site. It was also reported the pt experienced ineffective stimulation. F/u info revealed the pt may undergo surgical intervention for an scs trial as the next course of action.